Event description:
The customer reported to olympus, during preparation for use, the image on the hd camera head was noted to be 95 degrees out of center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device was noted to be externally in a good condition. It was noted, when connected to an otv-s190 processor, the camera image was 90 degrees out of alignment due to an assembly fault within the camera head. The camera head was disassembled and realigned correctly, and the image appeared correct. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty assembly inside the camera head could not be identified. Olympus will continue to monitor field performance for this device.